Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently, the patient underwent a procedure for skin graft reconstruction on (B)(6) 2009 as well as a prescription of oral antibiotics. On (B)(6) 2014 the patient was treated with oral antibiotics due to an infection at the abutment site. On (B)(6) 2014 the patient underwent revision surgery to excise the excess skin. During the same procedure a longer abutment was placed as well another course of oral antibiotics. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.